Event description:
It was reported that the nurse recently replaced the esophageal probe, but there have been a few alerts on the arctic sun device. One stated reduced water temperature control, sn # (B)(6). Went to event log and discussed the alerts 02(low flow) and 113 (reduced water temperature control). Patient temperature (pt) was 32.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 36c, flow rate (fr) was 0.8l/m, inlet pressure (ip) was -7, system hours were 3053, pump hours were 2945. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. Discussed disconnecting and reconnecting the pads, checking for bends/kinks in the tubing and listening for audible click, water temperature (wt) was now 38c. Suggested room nurse monitor the flow rate call back if the flow rate drops to .6l/m or below for troubleshooting. Second call received on (B)(6)2024, room nurse had device alerting 113 (reduced water temperature control), but patient was at targeted temperature (tt), patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 31c, flow rate (fr) was 1.1l/m, water level 5. Nurse stated they believe the device was filled before they came on shift (an hour ago). Walked room nurse through draining 500ml from device, water temperature (wt) increased to 34.5c before ending call. Suggested call back if device alarms, or the flow rate (fr) drops below 1l/m. Third call from (B)(6)2024, room nurse had patient on therapy that had recently dropped temperature. Device had alerted low flow and patient temperature (pt1) was erratic, patient temperature (pt) was 32.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 33c, flow rate (fr) was 1.2l/m. Inquirer stated when they noticed the patient temperature dropping, the flow rate (fr) was 0.4l/m. Room nurse disconnected and reconnected gel pads and restarted therapy before calling, and they stated that had helped the flow rate (fr). Discussed with nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. With a flow rate of 0.5 l/min, the device may not be able to adequately rewarm the patient. Had room nurse flex the temperature cable to see if patient temperature changes, patient temperature (pt) was fluctuated slightly. Suggested to swap a new temperature cable as this one may have a short in it., they sent picture of therapy graph and patient temperature (pt) was now 32.4c, water temperature (wt) was 36.5c. Trend indicator had three bars pointing up. Nurse stated they do not log flow rates, so tm may want to pull the data file to confirm the drop in water temperature (wt) correlated with the low flow rate (fr).

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be weak circulation pump. However, there was insufficient information to confirm this potential root cause. The instructions-for-use under (B)(4) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per (B)(4), a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse recently replaced the esophageal probe, but there have been a few alerts on the arctic sun device. One stated reduced water temperature control, sn (B)(6). Went to event log and discussed the alerts 02(low flow) and 113 (reduced water temperature control). Patient temperature (pt) was 32.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 36c, flow rate (fr) was 0.8l/min, inlet pressure (ip) was -7, system hours were 3053, pump hours were 2945. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. Discussed disconnecting and reconnecting the pads, checking for bends/kinks in the tubing and listening for audible click, water temperature (wt) was now 38c. Suggested room nurse monitor the flow rate call back if the flow rate drops to .6l/m or below for troubleshooting. Second call received on (B)(6) 2024, room nurse had device alerting 113 (reduced water temperature control), but patient was at targeted temperature (tt), patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 31c, flow rate (fr) was 1.1l/m, water level 5. Nurse stated they believe the device was filled before they came on shift (an hour ago). Walked room nurse through draining 500ml from device, water temperature (wt) increased to 34.5c before ending call. Suggested call back if device alarms, or the flow rate (fr) drops below 1l/m. Third call from (B)(6)2024, room nurse had patient on therapy that had recently dropped temperature. Device had alerted low flow and patient temperature (pt1) was erratic, patient temperature (pt) was 32.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 33c, flow rate (fr) was 1.2l/m. Inquirer stated when they noticed the patient temperature dropping, the flow rate (fr) was 0.4l/m. Room nurse disconnected and reconnected gel pads and restarted therapy before calling, and they stated that had helped the flow rate (fr). Discussed with nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. With a flow rate of 0.5 l/min, the device may not be able to adequately rewarm the patient. Had room nurse flex the temperature cable to see if patient temperature changes, patient temperature (pt) was fluctuated slightly. Suggested to swap a new temperature cable as this one may have a short in it. They sent picture of therapy graph and patient temperature (pt) was now 32.4c, water temperature (wt) was 36.5c. Trend indicator had three bars pointing up. Nurse stated they do not log flow rates, so tm may want to pull the data file to confirm the drop in water temperature (wt) correlated with the low flow rate (fr).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.